Event description:
Spontaneous call from pt to report that both pumps were alarming high pressure despite no obvious kinks in tubing or occlusions in intravenous line. Both pumps were replaced. Cadd legacy-1 pump serial numbers (B)(4). Pt went to the emergency room. Pumps started to infuse as intended per pt. Pt was sent home but does not feel comfortable using pumps. No further info is known. Did fault occur while in use? Yes; did product cause injury? No; is device available? Yes. Did we(MFR) replace? Yes. Reported to (B)(6) by pt/caregiver.